Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one introducer needle was returned for evaluation. Gross visual, microscopic and functional testing were performed. The investigation is confirmed for the reported hub broken issue as multiple cracks were observed on the proximal hub of the introducer needle and leaks were noted from the cracks on the hub upon infusion of the introducer needle. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 09/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for the port placement procedure, the pink color part of the puncture needle was allegedly fractured upon opening the kit. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one introducer needle was returned for evaluation. Gross visual, microscopic and functional testing were performed. The investigation is confirmed for the reported hub broken and fluid leak issue as multiple cracks were observed on the proximal hub of the introducer needle and leaks were noted from the cracks on the hub upon infusion of the introducer needle. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 09/2024).

Event description:
It was reported that during preparation for the port placement, the pink color part of the puncture needle was allegedly fractured upon opening the kit. There was no patient contact.